Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed it passed. Receiver does boot and charge: passed. The receiver becomes abnormally hot when powered on. Downloaded the receiver data log and it contain no data within the investigation window. The receiver case was opened for an internal visual inspection and it passed. The reported event of an overheating receiver was confirmed because the device over heated when powered on. The root cause could not be determined due to the receiver over heating during troubleshooting.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed it passed. A charge of the unit was attempted and it failed, unit continuously reinitializing. The receiver case was opened for an internal visual inspection and it passed. The main board was separated from ui-u1 to perform a download, it passed. Functional testing could not be performed due to unit continuously reinitializing. The reported event of an overheating receiver was confirmed. The root cause could not be determined.